Event description:
It was reported that during a superion indirect decompression system implant procedure the spacer broke during deployment after encountering very boney anatomy. The physician had to use the sagittal wiggle very aggressively to maneuver past the anatomy, and during this process the cap on the spacer peeled off. Another spacer was opened and he deployed successfully at a different depth more posterior. The broken spacer will not be returned as it was discarded.